Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Additional information: a manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the bottom case seal was removed, the top case was cracked, a counterfeit super cap was found in the main printed circuit board, and visual contamination was found. The reported issue was duplicated during the investigaiton. The investigation determined that an issue with the main printed circuit board (counterfeit super cap found in main printed circuit board) was the cause of the reported issue. The printed circuit board was replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a super cap error. No adverse patient effects were reported.